Manufacturer narrative:
No problems or defects were found. The tip surface has no evidence of membrane damage.

Event description:
Pt was treated in 2006. One day later, pt developed black burn lines on the left side of the neck, under the jawbone. Pt rec'd ipl, ruby laser and sonophoresis. Account not willing to provide add'l info.